Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. Customer reported an elevated blood glucose (bg) level of 386 (mg/dl) and ketones. Customer clear alarm and resumed insulin delivery after approximately 2 hours; however alarms recurred. An injection was administered to stabilize bg level.